Manufacturer narrative:
H3:product analysis: evaluation determined that the device was tested and the temperature rise was measured to be 138.74°f. The likely cause of failure could not be determined. It was also noted that the engraving not clear, abnormal noise during rotation, depth of the toolbar insertion with the collet unlocked was not good. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to a product event based on reason for return. On follow-up it was reported that there were no patient or staff impact.